Event description:
Literature was reviewed regarding delayed aortic perforation. The authors described a patient who was implanted with a lead in the I nteratrial septum (ias). Pacing parameters were stable two months later, and then a percutaneous coronary intervention was performed. Three days after the percutaneous coronary intervention, the patient developed pericardial tamponade which required pericardiocent esis. Emergency thoracotomy was performed and showed active hemorrhage from the aortic root and the tip of the lead was noted in the adjacent antero-superior part of the ias. The patient underwent a patch repair on both sides. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: delayed aortic perforation following the implantation of a 3830 lead in the interatrial septum. Polish heart jou rnal. 2025. 651-652. Doi: 10.33963/v.phj.104894 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.